Event description:
Reporter alleged obtaining a blood glucose result of 9 mg/dl which is outside the reading range of 10-600 mg/dl of the compact plus system. Reporter indicated that she was using strips purchased in (B) (6) when this result displayed. No actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.